Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that probably around (B)(6) the controller won't take a charge and had memory problem data lost; the controller wasn't working. Agent had pt removed the battery and pt confirmed no damage on the battery pack. Pt mentioned that there's a tiny amount of black on one end of the pins in the battery compartment; very minor but pt wasn't able to completely remove. Pt plugged the empty controller to the ac power supply and pt confirmed screen came on. Pt reinserted the battery pack and confirmed green light was blinking on the touchscreen. Agent confirmed the device was taking a charge. Agent reviewed memory problem message to pt and advised pt to continue charging the controller. Agent had pt unlocked the controller and got no device found. Pt mentioned that the last time they're able to charge was probably back in (B)(6). Agent reviewed battery information to pt. Pt then mentioned that they would need to charge frequently like every day and a half. Pt then mentioned that they got a steady green light on the touchscreen. Agent had pt checked the recharging paddle (rtm), pt confirmed no damage on the rtm. Agent had pt blew air into the controller port and wiped the rtm plug with clean fabric. Pt attempted to recharge the implant and connected with excellent recharging quality. Pt mentioned that the controller was at 100% and the implant was in the red. Agent reviewed cleaning connections and provided instructions on how to change the date and time. Pt was supposed to have an MRI but wasn't able to due to the controller issue. Additional information was received, it was reported the circumstances that led to increased charging frequency was the patient was told their stimulator was safe for MRI even when the battery was dead. The patient noted the battery recharged with help from customer service. The patient stated the MRI was completed after battery data was reinstalled. The patient was hoping the stimulator was the answer to pain but they were still trying to figure out the new pain that started after the stimulator was installed.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.